Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and reddish material was found inside the pebax, no internal parts exposed. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action has been opened to investigate the issue of sensor failure. The root cause of the electrical wire breakage cannot be determined. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a force sensor error occurred. It was reported that thermocool® smart touch® sf bi-directional navigation catheter displayed a force sensor error message (error code 106). The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue resolved. The case continued and ultimately finished successfully. There was no patient consequence. The reported ¿force sensor error¿ issue is not MDR reportable since there is no risk to the patient¿s health that results from a procedure delay. On 12/7/2018, the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 1/9/2019, a scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The issue of hole on the surface of the pebax has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 01/09/2019 and has reassessed this complaint as reportable.